Manufacturer narrative:
Review of the log files show that the circuit test keeps failing. The zero calibration and pressure gain calibration performed also failed. Life block of this unit has to be replaced due to faulty proximal sensor. It is suspected that the failure is due to clouding. Picture of the circuit setup shows that no heater wire was in loop with the patient circuit. A replacement life block unit will be sent to the customer. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that occlusion alarms are active during ventilation on a patient. The customer confirmed that there was no patient harm associated with this event.